Event description:
Information received from medwatch # (B)(4). Treatment of a ruptured aneurysm located in the anterior communicating artery. The patient presented with a ruptured aneurysm and was enrolled in the heat trail, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that an implant coil was observed to be going through the aneurysm wall medially and extravasation of contrast was noted on the follow-up angiogram. Follow up angiograms also demonstrated progressive aneurysm occlusion. Post procedural angiogram showed good occlusion of the aneurysm and no contrast extravasation. There was no angiographic evidence of thromboembolic occlusion. The patient was extubated the subsequent day temporarily and then re-intubated for concern of vasospasm and the need for sedation during a CT (computed tomography) angiogram and perfusion study that did not confirm the vasospasm. Serial transcranial dopplers have shown no evidence of vasospasm. Evd (external ventricular drain) was placed for obstructive hydrocephalus. CT scans were obtained prior to evd removal that showed enlargement of ventricles but stability from one day to the next. As such, the evd was pulled on 2014 and the patient had done neurologically well since that time. The patient was discharged (the date was unspecified).

Manufacturer narrative:
The devices involved in the event will not been returned for evaluation as they were implanted in the patient.other devices used in the event:model: qc-2-8-helix / lot: 9820777 dom: 25 oct 2013, exp: 24 oct 2016.model: qc-2-6-helix / lot: 9850956 dom: 09 jan 2014, exp: 08 jan 2017.(B)(4).